Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarm.